Event description:
It was reported that a progav 2.0 shunt system (material #fx413t) was implanted during a procedure performed on an unknown date. According to the complainant, functionality glitches were experienced. The patient underwent a revision procedure performed. The complaint device has not yet returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, no significant deformations or damage of the valves was determined. A distal third-party catheter was used. Permeability test: a permeability test has shown that the shunt system is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical position. The results show that the progav 2.0 valve is operating within the tolerances in the horizontal position. The shunt assistant is operating not within the accepted tolerance in the vertical position. An accelerated outflow of the shunt assistant could be determined. Adjustment test: the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection : after dismantling of the valves, no visible deposits were determined. Results: based on our investigation results, we can determine an accelerated outflow in the shunt assistant. Opening valves allows a view of a significant part of the interior. Nevertheless, there are areas which evade visual inspection. In these parts, it is also possible to have organic deposits which can influence the function of the valve. Organic deposits and under-drainage are known side effects in hydrocephalus therapy. We can exclude a defect of the shunt system at the time of release.

Event description:
Patient data: age: 2 years, weight: 10.6 kilograms, height: 81 centimeters, gender: male.